Event description:
Patient reported immediately after injection with juvederm in "the lines that go down the side of the mouth" they developed an "allergic reaction" at the injection site that was "red" and "itchy". Patient was treated with an antihistamine.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professionals, therefore additional event, product, or patient details are not attainable. The event of an "allergic reaction" that was "red" and "itchy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.